Event description:
It was reported that (1) device was used during a colecystectomy. It was reported by the affiliate that the er320 instrument clip did not stay on the vessel (jumped off). There was no consequence to the pt.